Event description:
The patient reported that the whisperject no longer working correctly that they received in (B)(6) 2022. The patient stated that it was damaged last night during injection, to stated something snapped in while preparing and now will not click correctly when injecting. Unknown if the device is on hand for return. Unknown if the patient missed a dose. Unknown if the md is aware. Unknown if the patient experienced an adverse event. No further information, dates, or details reported. Lot number: 2612579. Expiration date of medication: 6/30/2024. Diagnosis for use: multiple sclerosis.